Event description:
It was reported that the pt underwent a gastroplasty in 2003. It was reported that "the reservoir broke open." The reservoir had been activated approximately 4 or 5 times and it was full at the time it broke.